Event description:
Our rep is reporting that, sometimes in 2006, a patient had an acl repair. 6 to 8 weeks later, the patient recounted to the surgeon that they had stepped onto a sidewalk and felt pain in the knee area, but did not recall any traumatic event leading to the pain. The surgeon revisited the op site and found that both of the rigidfix cross pins had broken, the graft was damaged and the graft tunnel in the patient's femur was traumatized and infected. The complete acl fixation was removed from the patient, that is the femoral fixation, which comprises of the cross pins and the superior portion of the graft. At this point in time, the patient is without fixation, the patient is being treated with antibiotics. The surgeon is

Manufacturer narrative:
At this point in time, not much is known about this extraordinary adverse event. We are gathering information & evidence towards discerning a root cause. When all that can be had is had, in terms of germane information pertinent to this issue is received, a follow up report detailing our findings will be submitted.